Manufacturer narrative:
One used sample was received for evaluation. Visual inspection noted the bond showed spotty solvent coverage at the tube luer bond. The tube and luer were found to meet manufacturing specifications. The root cause was not able to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: november 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was leakage of medicine from the extension tube connection side and cassette connector origin. There was no patient involvement.